Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05124. It was reported that sterile packaging was compromised. During a procedure while unpacking an encore balloon catheter inflation device, the sterile packaging was noted to be cracked. Another encore device was unpacked and noted to have a crack in the sterile packaging as well. The devices were not used and there were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned within its original box however the tray was found opened. The device presents a crack in its original tray near the rear part of the gauge of the encore device compromising the sterility of it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05124. It was reported that sterile packaging was compromised. During a procedure while unpacking an encore balloon catheter inflation device, the sterile packaging was noted to be cracked. Another encore device was unpacked and noted to have a crack in the sterile packaging as well. The devices were not used and there were no patient complications.